Event description:
It was reported that about four days post implant, the device perforated the myocardium in the atrium and caused pneumothorax as confirmed by MRI. An open heart surgery was perfomred and the patient was recovering from the inter- vention.